Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, the key alignment was off centered and a review of the device history indicated multiple touchscreen fail errors. Additional testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the nonresponsive touchscreen. Further testing found that the ground prong of the ac power cord was bent. The probable cause was removing the plug from the outlet at an angle. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen did not pass the touchscreen calibration test. There were no reports of any adverse patient events ano reported delays of critical therapies while the device was in clinical use. No additional information was provided.